Event description:
The customer reported that during a pt case, the device was asking for paddles to be connected when they were actually connected. A second device was used to defibrillate pt. Pt outcome was not provided. No other pt details were provided.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a broken pin the therapy cable connector. After replacing the damaged therapy cable and the mating device therapy cable connector, proper operation was observed and the device was returned to the customer.